Manufacturer narrative:
The provider advised that, at the time of the incident, the concentrator was positioned at least 3 feet from the wall and about 10 feet from the end user, who was not injured. The individual who was injured was approximately 1-2 feet from the concentrator. The provider stated that it was explained to him that the burst of heat that escaped from the concentrator caused her injury. She was seen by a doctor who diagnosed first degree burns across her face and a slight second degree burn above her eye area. She was given burn cream, along with medication for anxiety caused by the incident, and then she was discharged. The provider advised that no one was smoking in the home at the time of the incident. He stated that when he arrived at the home, the unit was outside on the porch, still smoking. The cannula was not attached, so he did not know whether there had been any damage to it. The provider stated that the unit was last serviced on 09/18/2019, and everything was found to be in good working order. The filters were changed at that time, as they do before renting the concentrator out to any new patient. The concentrator was returned to invacare. Through visual inspection of the device, it was confirmed that an over-pressurization event had occurred. It was observed that the plastic product tank cap was fragmented and there was plastic deformation to the sound box where the product tank was located. It was also observed that the upper attachment points of the front and rear shrouds were fractured. However, the concentrator's interior did not show signs of charring to the shrouds or components. Based on the evidence, which indicates that the product tank experienced an over-pressurization event, this incident is being reported to the FDA out of an abundance of caution. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates.

Event description:
The provider reported that, within the irc5po2v concentrator, it appeared that the pressure regulator that is attached to the product tank had exploded. He stated that the back of the cabinet came off and pieces of parts inside the unit came out. He advised that the end user reportedly saw flames and smoke, and one of the end user's relatives was injured, sustaining burns across her face.